Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that approximately three weeks after implantation of a vascular stent in the sfa, a stent fracture was identified during a routine examination. The filter remains implanted. There was no reported patient injury.